Event description:
Could not get electrical burn from device being used for snare polypectomy. Went through two of these (different lot numbers) before switching product. Could not get electrical burn from device. Biomed did trouble shooting of active cord. Control pedal and cord appeared to be functioning correctly. Successful burn with third product.